Event description:
It was reported that the patient was hospitalized due to hypoglycemia on (b)(6)2025. Patient reported hospitalization due to blood glucose levels dropping resulting in hypoglycemia. Patient reported blood glucose levels declined under 70 g/dL, while wearing Pod for unspecified amount of time. Additionally, patient reported motor vehicle accident due to loss of consciousness as a result of low blood glucose levels. Patient reported having to undergo spinal fusion surgery for (2) broken vertebrae as a result of motor vehicle accident. Symptoms reported include hypoglycemia, sweating, loss of consciousness, discomfort and malaise (jittery/shakiness). As for treatment, patient underwent spinal fusion surgery. No information reported regarding diagnosis. Patient¿s length of medical treatment reported as 2 weeks. Patient reported being discharged on (b)(6)2025.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.1.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.